Manufacturer narrative:
Supplemental submitted as the investigation concluded that the siderail being inoperable was that the siderail assembly was bent.

Event description:
It was reported via repair work order that the right siderail was bent and may not have locked upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail being inoperable was that the siderail assembly was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.